Event description:
Event description guidant received information that during the implant procedure, the patient with this pacemaker suffered a pneomothorax. At a later time, the patient was found expired at their home. A third party stated that they heard the emergency medical technician (emt) state that the device was not working. The patient was taken to the morgue, where the device was explanted and returned to the hospital. At that time, the guidant field representative interrogated the device and found the device was programmed appropriately, the daily measurements were normal, and 11-15 electrogarams noted noise dated on the day of explant. The caller saved this data to disk. The hospital has refused to release the device for analysis; however, will allow a guidant representative to perform a hex dump. At this time, the hex dump has not yet been performed.